Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented in hospital for a follow up visit for coronary artery by graft procedure, lead dislodgement was observed via fluoroscopy on the lv lead. Lead therapy was turned off. Lead revision was planned post patient coronary artery by graft procedure. During another a follow up, lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.